Event description:
It has been reported to us that the outer jacket material of the guide catheter separated. The physician inserted the guide catheter into the pt who had very tortuous lesion. The physician performed intervention on the pt. At some point during the procedure the physician pulled back on the guide catheter for removal and resistance was felt when pulling through the introducer. Once the guide catheter was removed the physician noticed that the outer jacket shaft material had separated exposing the inner braid wire. The pt is reported to be fine.

Manufacturer narrative:
This medwatch report being submitted is considered to be the initial and follow-up. Results and conclusion - the actual device used during the case was returned and evaluated. Visual examination of the guide catheter revealed that the shaft had multiple kinks located 18-33cm from the strain relief. A section of the guide catheter shaft approx 24cm from the strain relief, the outer jacket shaft material 6cm in length has separated from the inner lining exposing the braid wire; however, the braid wire is still intact. Visual examination of the outer jacket shaft material revealed stretching of the material to a point of separation. The inner and outer diameter measurements were conducted and found to be within MFR spec. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; the exact cause for the event is unk.